Event description:
Pt implanted with cslp va plate and cancellous expansionhead screws for degenerative disc disease at c5 - c6, c6 - c7 on (B)(6) 2011. F/u x-rays showed screw backing out at c7. Surgeon currently does not have plans to revise pt. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no part number was provided.